Event description:
Pt said ibgstar meter readings were too high and not consistent with symptoms. Pt had hypoglycemia 2 times and measurement with ibgstar were about 100 mg/dl. Pt did not seek medical treatment.

Manufacturer narrative:
Ibgstar meter sn: (B)(4) and test strip lot# ic25we84g; exp: 01/2013, were tested on 2012, (B)(6). Results: 124 mg/dl, 137 mg/dl, 137 mg/dl. The complaint could not be confirmed. The function test shows the ibgstar meter worked properly and met specifications.